Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd administration set was leaking at the filter. Per reporter the issue contributed to "delays and interruptions" in chemotherapy. No adverse patient effects were reported.